Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient felt subtle electric shocks through their left leg, left hand, left arm, under left breast, in the left back, and in the right leg since (B)(6) 2016. They felt like sensation the patient had when they used a tens unit in the past. The patient had headaches as well. The patient was doing anything in particular when they felt the shocking. The patient felt the subtle shock about once every 2 seconds and the shock didn¿t stay in 1 area for too long. The shocking only occurred on the patient¿s left side and their implant was on the right side. The shocking occurred about every other day and could occur about 1 to 2 times daily, but were somewhat brief and self-limited. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The patient already contacted their hcp and would have an appointment on (B)(6) 2016. Diagnostics were performed at the appointment. The patient continued to do great with regard to nausea and vomiting and had excellent response to electrical stimulator placement. Reglan helped with satiety and bloating and the patient took 10 mg twice a day and they were also on lyrica for diabetic peripheral neuropathy. The patient¿s heartburn was controlled on ppi therapy, they had minimal nausea, and their bowel habit was acceptable. The patient¿s gastrointestinal area was soft, non-tender, non-distended with normal bowel sounds, and no organomegaly. The stimulator was interrogated and impedance was checked at 330 pulse width. Case and 2 was at 368 ohms, case and 3 was at 337 ohms, and 2 and 3 was at 430 ohms. The action taken to resolve the shocking and headaches was that the patient decreased the milliamps to 4.5 from 5.1 and the voltage was decreased to 1.9v from 2.2v. The rate was set at 28 hz. The battery status was okay, cycling was set with 1 second on and 4 seconds off, and the device was on and functioning normally. The cause of the shocking and headaches was not determined and it could be regular or neuropathy. The hcp was really not sure if the neurologic symptoms were related to the stimulator, but they did adjust the energy downward a bit. The fact that the symptoms occurred in the left arm and right leg would be quite atypical for neuromuscular stimulation from the stimulator placed in the abdomen. The differential diagnosis also included side effects related to reglan or exacerbation of the patient¿s known underlying diabetic peripheral neuropathy. If the symptoms persisted over the next week, the patient needed to stop reglan to exclude a drug related affect. The patient would call their hcp in several weeks with an update and they would consider a neurological evaluation or consultation if the symptoms persisted. The device was placed in (B)(6) 2015 for diabetic gastroparesis and the indication for use for this patient was gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had no change in their activity that caused the shocking in their left side and headaches. The step taken to resolve the shocking on the left side and headaches was that the patient went to see their regular hcp and they gave the patient a shot to help with the pain until they could see their managing hcp. The shocking on the left side and headaches had been resolved. The shocking feeling had gone away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.